Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unknown date, the patient had completed the course of antibiotics and the peritoneal effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with reflin (250 milligrams, frequency and route not reported), intraperitoneally with fortum (250 milligrams, frequency not reported), amikacin (100 milligrams, once daily, route not reported) and intravenously with magnex (1.5 milligrams, once daily) for the peritonitis event. At the time of this report, it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.